Event description:
During the (B)(4) adverse event report 005 was issued for pt 37 at (B)(4). The ae reports that due to multiple dislocation to the hip, it was decided to do a revision of cup, liner and head.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Product was discarded. If add'l info becomes available, it will be submitted in a supplemental report.